Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the device was explanted due to normal eri. During the procedure, one lead was capped due to dislodgement and the other lead was capped due to low p wave amplitude readings, no sensing. No patient issues were noted and the patient was fine post procedure.